Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to shell loosening and a broken screw. The shell, screw, liner, and head were revised to competitor acetabular components, biolox head, and sleeve. Rep confirmed there are no allegations against the revised liner and head, and confirmed that no further information will be released by the hospital or surgeon.